Event description:
The healthcare professional initially reported that the consumer experienced redness in their left eye after wearing contact lenses. The consumer then visited an optician, where it was discovered that the contact lens had broken and had caused corneal erosion. The optometrist recommended to stop using contact lenses for a few days and advised the consumer to see an ophthalmologist if the symptoms persisted. There was no indication for eye drops and other medical treatment at this time of report. The current condition of the consumer's eye is symptoms resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).